Manufacturer narrative:
We reviewed the pictures and it appears that the split ring was overstretched possibly during a ceiling lift strap change. The root cause appears to be an overstretched split ring possibly after a strap change. We will reissue a bulletin to show users the correct methods to remove/install the split ring on scales. Also included in the bulletin will be correct and incorrect pictures of the split ring. The user manual for the scale assembly and technical manuals for the ceiling lifts will be revised to include add'l info.

Event description:
Customer called to report that the split ring located on the pin that connects the strap to the scale broke. The pin and washer came out of the assembly causing the pt in the sling to fall into the bath tub. There were no injuries sustained as the tub was full. The split ring that failed went down the drain when the staff drained the tub.